Manufacturer narrative:
Device evaluation. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 291 days after a coronary drug eluting stenting treatment procedure, the patient had chest pain and required a target vessel reintervention (tvr). The index procedure treated a 3.5x20mm, 90% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.5x24mm drug eluting stent, reducing stenosis to 0%. One day post procedure and prior to discharge, the patient's cardiac enzymes were elevated and the patient was diagnosed with a non-q wave myocardial infarction (mi). This event was reported as major adverse clinical event through investigational device exemption and was adjudicated by clinical event committee as non-q wave mi. Per the case report form, the patient "was asymptomatic and was discharged home the same day without further intervention." The patient was discharged on aspirin and plavix. Two hundred ninety one days post index procedure, the patient underwent cardiac catheterization due to complaints of chest pain with exertion. The mid lad was treated with a 3.0x12mm non-bsc stent. The event was resolved the next day and the patient was discharged on aspirin and plavix. The physician noted it was possible the tvr was related to the study device, index procedure or patient's prior co-morbid condition. This event was reported to the site by the patient on the 5-year follow up visit.